Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-dec-2025, a sales representative reported via phone that an ar-1322bcnf suture anchor was implanted in the patient after its expiration date. This occurred during a revision wrist osteotomy on (B)(6) 2025. During this revision, an arthrex plate and screws were removed because the bone was healing crookedly. The revision was completed using a larger plate and the expired ar-1322bcnf. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure is a use error, failure to inspect the implant shelf life. The complaint allegation was not confirmed. No evidence of the failure was provided.